Manufacturer narrative:
Date sent: 06/25/2009. Information is unavailable; device was not returned for evaluation. Evaluation summary: as a lot or batch number was not received, a device history review could not be performed.

Event description:
During a marketing survey, the following incident was identified as a complaint. It was reported by the rep that during an unknown procedure, the xcel trocar was leaking (loss of) pneumoperitoneum. No additional information was provided. Additional information cannot be obtained as the survey was conducted anonymously. Efforts were made to "unlock" the survey to obtain submitter information. These efforts were unsuccessful. Patient consequence was not reported. The device status is unknown but will not be returned. A corrective and preventative action has been initiated as a result of the survey to ensure that information provided through surveys is conducted in concurrence with the complaint process. In addition, a corrective action has been initiated to investigate the issues with trocar insufflation leakage.